Event description:
Unstable pt receiving levophed and dopamine via infusion pump. Pump suddenly alarmed "pump malfunction". Preset dosages of drugs were not delivered. Pt required CPR and was successfully resuscitated.